Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2013. As soon as four (4) years post initial procedure, a type iiib endoleak was detected during routine follow-up scans on (B)(6) 2017 and/or (B)(6) 2018; the patient was asymptomatic at that time. Endologix became aware of the reported product problem and adverse event on (B)(6) 2018. The physician elected to treat the patient by implanting a bifurcated afx2 and iliac limb afx device on (B)(6) 2018 to address the poor outflow on the patient's left side.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event of an endoleak type 1a, sac growth, and a surgical conversion (explant). In addition, at implant (intraoperatively), placement of a non endologix stent was placed to fix the type 1a endoleak. Upon implant recovery, patient's condition was complicated by the repair of the bilateral common femoral arteries, chf (congestive heart failure) and pleural effusion (fluid around lung/chest). At twenty eight (28) months post implant, physician elected to explant the device on 11/27/2017, due to patient's respiratory failure, acute tubular necrosis (renal insufficiency), and hepatic hematoma, which required embolization. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the proximal loss of seal was the off label aortic neck anatomy. At implant, procedure-related harms included: non st elevation myocardial infarction; acute respiratory failure and heart failure; and bilateral common femoral artery endartarectomies and patch repair. The final patient disposition could not be determined; there have been no reports of further negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiib of the main body. The complaint is most likely device related due to use of the strata material. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Follow up 001 report for patient identifier (B)(6) was submitted incorrectly under MFR. Report # 2031527 2018-00691; the year 2018 is incorrect. In response, a follow up 002 report was submitted for the patient with the correct MFR. Report # 2031527-2017-00691 for year 2017. Also, a follow up 002 report has been submitted (here) for patient identifier 35817 with the correct MFR. Report # 2031527 2018-00691 for year 2018.